Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo instrument personal computer on (B)(4) 2014. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo. The customer returned donor blood samples to the immucor laboratory which were tested on (B)(4) 2014. The immucor laboratory also tested retention product on (B)(4) 2014, which performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo instrument, when tested on (B)(6) 2014.